Event description:
Pump programmed to give flush every 60 mins of 25 ml h2o. Pump went into flush program prematurely. Biomed check of equipment revealed broken pins on pump housing that caused the malfunction. No serious harm resulted from the malfunction.